Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four days post implant of the implantable pulse generator (ipg) system that the right ventricular (rv) lead exhibited unstable and high thresholds. The rv lead was repositioned and remains in place. No patient complications have been reported as a result of this event.